Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08770 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump was also producing suggestive boluses of 2 to 3 units as it normally does. No changes were made to the pump settings. Troubleshooting was not completed. The insulin pump will be returned for analysis.